Event description:
The ventilator was reported to be failing the backup battery test. The device was not in use therefore there was no patient involvement or harm. The manufacturers field service engineer reported review of the device diagnostic log indicated a 24/+-12v/power fail occurrence during normal ventilation operation, as well as several occurrences of 'backup battery not connected'. A 'backup battery not connected' message indicates to the user that the backup battery is not detected during power on self test due to a low capacity for use. Per the device operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. The service engineer was able to duplicate the battery test failing, and reported the battery date was 2009. The service engineer replaced the backup battery and power cord to address the findings and reported problem. Applicable final testing was performed to operating specifications. Proper care, maintenance and testing should be performed when using battery power sources. Use error contributed to this reported event.